Manufacturer narrative:
A ge service representative performed an onsite investigation. The video controller board, single board computer and cables were replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the images displayed intermittently had static and were unusable. An alternate system was required to complete the case. There is no report of patient injury associated with this event.